Manufacturer narrative:
Please reference related manufacturer report no. 2015691-2015-03092.

Manufacturer narrative:
This is one of two reports being submitted for this case. This report represents the lv apex perforation. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the lv perforation cannot be confirmed; however, it is probable that procedural factors (guidewire manipulations while advancing the delivery system) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our japan affiliate, a left ventricular (lv) perforation caused by a guidewire and dissection in the left common iliac artery was observed. The patient had a horizontal aorta and slightly steep angulation of the aortic arch. When a sapien xt valve crossed the native aortic valve, the systolic blood pressure (sbp) dropped to the 50¿s mmhg. The xt valve was immediately implanted. After turning off rapid ventricular pacing (rvp), the sbp did not recover from the 20¿s mmhg. Percutaneous cardiopulmonary support (pcps) was prepared and cardiac massage was initiated. At the same time, echo showed a pericardial effusion. The event was considered to be due to a lv perforation caused by a guidewire. The patient was converted to thoracotomy and pcps was initiated. A hole caused by the guidewire was observed in the apex which was surgically repaired. The patient was transferred to the ICU under pcps. By reviewing the angiography images after the procedure, the perforation was not observed upon bav but contrast leak from the lv was observed upon implantation of the xt valve; therefore, it was considered that the perforation occurred when advancing a novaflex+ delivery system. Following withdrawal of an esheath, angiography showed dissection in the left common iliac artery and it was repaired with a placement of a stent. The access vessel minimum luminal diameter (mld) measured 6.1 with mild calcification and mild tortuosity.